Event description:
It was reported, the patient ¿was not feeling well¿ and wanted to check the status of his batteries. One stimulator was found to be off and the other was on. It was unclear which side had been off. The patient was instructed on how to turn his device on. The patient's status was undetermined at the time of the report.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3389s-40, lot# v386595, implanted: 2010 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3389s-40, lot# v290361, implanted: 2009 (B)(6); product type lead product ID 7426, serial# (B)(4), implanted: 2010 (B)(6); product type implantable neurostimulator. (B)(4).